Event description:
It was reported that further review of the log file showed the no external power alarms were consistent with a dual disconnection of the power leads.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported of no external power alarms was confirmed via the log file. The system controller (serial #: (B)(6)) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 45 days ((B)(6) 2021 per time stamp). On (B)(6) 2021 at 01:21:18 and on (B)(6) 2021 at 00:22:19, a no external power alarm activated due to a dual disconnection of the power leads from the mobile power unit (mpu). The backup battery provided power to the system during this event. The alarm cleared when power was restored. Pump operation was not affected. The root cause for the reported event was unable to be conclusively determined through this analysis; however, it appears to be consistent with a dual disconnection of the power leads. Heartmate ii instructions for use (rev. C) section 3 entitled ¿powering the system¿ and heartmate ii patient handbook (rev. C) section 3 entitled ¿powering the system¿ addresses how to properly switch between power sources. Heartmate ii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial #: (B)(6)) and the system controller was found to pass all manufacturing and qa specifications before being shipped to the customer on 24oct2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced two no external power alarms while on the mobile power unit (mpu). This may be due to the power cord coming loose from the connection with the mpu or wall outlet or the house losing power.